Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and there was no recurrence of the malfunction code. The customer was advised to continue using the pump and to reach out if any malfunction code recurs, which the caller acknowledged and understood.